Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('normal adnexa and essure on the left side protruding through tubal through the myometrium to the edge') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, menorrhagia and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotically- assisted total laparoscopic hyst bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: discrepancy about essure insertion date : (B)(6) 2011mentioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy about essure insertion date : (B)(6) 2011 mentioned quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('normal adnexa and essure on the left side protruding through tubal through the myometrium to the edge') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, menorrhagia and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotically- assisted total laparoscopic hyst bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: discrepancy about essure insertion date: (B)(6) 2011 mentioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information , other relevant history added. Event: " medical device removal " updated to " normal adnexa and essure on the left side protruding through tubal through the myometrium to the edge". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.